Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The device was used in off-label implantation in the pulmonic position . As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv (all models) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm 9300tfx valve, implanted in the pulmonic position for 7 years and 10 months, underwent a valve in valve procedure due to moderate stenosis. Echo 7 years and 5 months post implant showed the 9300tfx valve had trivial insufficiency with a peak/mean gradient of 37/23 mmhg. The viv procedure went well and the 29mm s3ur had a gradient of 1mmhg post placement.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm 9300tfx valve, implanted in the pulmonic position for 7 years and 10 months, underwent a valve in valve procedure due to moderate stenosis. The viv procedure went well and the 29mm s3ur had a gradient of 1mmhg post placement.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.